Event description:
It was reported that during a gastric sleeve procedure, the device did not open. Surgeon had to tear it off and thus damaged the tissue. Seamguard was used. Surgeon sutured the staple line. The patient is ok at the moment.

Manufacturer narrative:
D4;h4,6: information anticipated, but unavailable at this time.